Event description:
On (B)(6) 2012, the patient claimed that the meter's owner's manual indicated that he could use the clear cap and perform alternate site testing with the one touch verio iq meter with the onetouch delica lancing device. According to the onetouch verio iq's meter owner's manual, the meter is only approved for fingertip testing. The patient did not have the owner's manual at the time of the call so he was unable/unwilling to provide the page number that reportedly stated this information. Based on the provided information, this complaint is being reported because the patient claimed that the meter's owner's manual provided incorrect information. There was no patient impact associated with this complaint.